Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: item description: tube IV ext w/ filter 1.2 mi lawson# 221308 mfg# 20129e lot#n/a qty: 1 ea description of problem: on pump beeping pt side occluded, filter stopped infusing, pressure line too high. Filter was replaced.

Manufacturer narrative:
E1: (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.